Event description:
It was reported that during an inflation in the left upper arm, the pta balloon ruptured and the distal end of the catheter, including half the balloon, completely detached. The detached distal segment was retrieved with hemostats at the access site. Another balloon was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
A manufacturing review was performed and nothing was found to indicate there was a manufacturing-related cause for the event. The lot met all release criteria. This is the only complaint reported to date for this lot number for these failure modes. The device was returned. Based on the sample condition, the investigation is confirmed for balloon tip detachment and a complete circumferential rupture. It is likely that the balloon rupture contributed to the balloon detachment. Per the complaint comments, a hand syringe was used during the event.